Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc). Consequently, omsc could not evaluate the device. The manufacturing record was reviewed with no irregularities. The exact cause could not be conclusively determined, since omsc could not evaluate the device. However, based on the similar cases in the past, it was known that the user might be unable to release the loop because the loop was caught between the hook and the coil sheath after the loop was released in the tube sheath for an unspecified reason. The instruction manual of the device has already warned as follows; warning: do not remove the loop from the hook while the coil sheath is not extended from the tube sheath. Otherwise, the loop may be tangled with the hook and become impossible to be removed.

Event description:
The subject device was used during an amputation of polyp. During dropping of the loop, after the loop was remained in place, it was not possible to release the tube sheath from the loop. It was not reported that whether the device was removed out from the patient's body. It was not reported that whether the additional device was used and whether the procedure was completed. There was no patient injury reported.